Manufacturer narrative:
The reported failure of (internal battery failed, keypad stuck, internal battery wake volt failed and power vbus dropped) is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The trilogy evo ventilator was returned to the third-party service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation error codes in relation to (internal battery failed, keypad stuck, internal battery wake volt failed and power vbus dropped) were recorded in the device event log. The evaluation test could not be performed because the screen did not turn on; consequently, the evidentiary photo of the mac address could not be taken. The root cause was not confirmed. The device was scrapped. Additionally, during the service of the device, the enclosure, input and output ports and connectors, silicone doors, and handle were confirmed to be in good condition.